Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered printed circuit board failure, a power switch upgrade was not needed, and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, dvi output 1 was not working and had no signal. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.